Event description:
A cartridge alarm was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). No additional information was received regarding the outcome of the event.